Event description:
It was reported that when a high n2o concentration was set, the anesthesia workstation measured a lower oxygen concentration than set. Alarms for high n2o concentration and low oxygen concentration were generated. (B)(4).